Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. Beginning (B)(4) 2014, 52 ventricular sensing integrity counts (sic); non-physiologic oversensing not identified on egm. On (B)(4) 2015, rv pacing impedance measured to 3249 ohms in a rising trend beginning in (B)(4) 2014, measuring 1995 ohms. (B)(4).

Event description:
It was reported that there was increased and high impedance on the right ventricular (rv) lead. The lead remains in use. No patient complications have been reported as a result of this event.